Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to decreased signal amplitudes with t-wave oversensing. The impedance measurements for the shocks were 40 and 41 ohms. During manual set-up in clinic the impedance measurement was noted to be less than 30 ohms. The impedance measurement trends were ranging from 26-55 ohms and it was noted they may be impacted by respiration. There were no changes to the system at this time. No adverse patient effects were reported.